Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is not getting coverage into their lower back. The patient noted that they have had two falls. The patient was reprogrammed, but they were unable to achieve the needed coverage. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient didn't remember the circumstances that led to the lack of coverage; they said that it was "so long ago". When asked "what steps were taken to resolve the lack of coverage?" The patient responded with "? But they worked". The patient reported that the lack of coverage issue had been resolved. No further complications reported.